Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise on ff and high shock impedance >150 detected on home monitoring. Recommendation to follow-up in office. The lead remains implanted.